Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The infusion set had a bent cannula. The customer changed the infusion set twice and her blood glucose level kept going up. Her blood glucose level went from 515 mg/dl to 491 mg/dl. She had a tight chest. The device was not returned.